Event description:
A us distributor contacted zoll to report that the patient developed open wounds under the lifevest. The patient described the area as itching/caused by sweating and the torn wires have caused lacerations. There were no allegations of any bleeding, oozing or weeping wounds. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.